Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there has been 3 wet taps due to the epidural catheter being extremely difficult to thread through the needle. The patient's current condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural needle and epidural catheter with no relevant findings. The customer reported the catheter is difficult to thread through the epidural needle. The customer returned one unused kit from the same lot # as reported on the complaint (B)(4)) (see files (B)(4)). No actual complaint sample was received. The epidural needle and epidural catheter were removed from the received kit. The components were visually examined with and without magnification. Visual examination of the returned needle revealed that the needle appears typical. The needle bevel appears polished and smooth with no observed burrs. The needle cannula appears typical. No defects or anomalies were observed. Visual examination of the returned epidural catheter revealed that the catheter appears typical with no observed defects or anomalies. A dimensional inspection was performed on the returned epidural needle. Inner diameter (ID) measurement of the returned needle revealed a value of 0.047" using pin gauges (c05157), which is within specification (0.46" minimum) per graphic c-05500-002, rev 9. A dimensional inspection was other remarks: performed on the returned catheter. Outer diameter (od) measurement of the returned catheter revealed a value of 1.02mm using a caliper (c05155), which is within specification (1.115mm maximum) per graphic kz-05400-002, rev 9. Specifications per graphic c-05500-002, rev 9 and kz-005400-002; rev 9 were reviewed as a part of this complaint investigation. A design history review was performed for part # c-05500-002 and kz-005400-002 as a part of this complaint investigation. There have been no material changes for these parts during the last two years that could have led to this complaint. A corrective action is not required at this time as the complaint could not be confirmed based upon the information provided and without the actual complaint sample. The representative sample received was functionally tested and dimensionally inspected with no issue found. The reported complaint of difficulty threading the epidural catheter through the needle could not be confirmed based on the sample received. The actual complaint sample was not returned; only a representative sample was received. The returned epidural catheter could be thread through the returned needle with no resistance met. The returned components passed a functional drag test, and the returned needle ID and returned catheter od were found to be within specification. A device history record review was performed on the epidural needle and catheter with no evidence to suggest a manufacturing related cause. A potential root cause could not be determined based upon the information provided or without the actual complaint sample.

Event description:
It was reported that there has been 3 wet taps due to the epidural catheter being extremely difficult to thread through the needle. The patient's current condition was reported as fine.